Manufacturer narrative:
The device was returned in 2 pieces as the catheter was cut intentionally cut during removal of the pump, therefore, bench testing could not be performed. Visual inspection found no issues with the pigtail, inflow cage, cannula, motor housing, or endcap of the catheter. No damage was found on the repositioning sheath. A review of the DHR was conducted and found no manufacturing issues or reworks associated with this failure mode from this pump lot. As such, we cannot definitively determine a root cause for the reported issue.

Manufacturer narrative:
The impella cp was returned and an investigation is underway. Upon completion, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) white male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support with the impella cp pump. The device was inserted without issue, however, the patient's access site developed a large hematoma during support. As treatment, the device was removed, blood products were delivered, and a second impella was placed in the opposing femoral artery.